Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity of eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the port. This issues was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.